Event description:
The customer reported having unexplained high blood glucose of 580mg/dl. The customer stated that his glucose level did not drop after treating with the insulin pump and several manual injections of 14.0 units. The programming, time and date were correct. The customer stated, the infusion set was changed to resolve the issue. Ran a fixed prime test and passed. While troubleshooting, the wife arrived and stated that she will take him to the hosp. Called back the customer and found that he was hospitalized due to high blood glucose, and treated with an insulin drip. It was stated that the customer was released the next day. However, he went back to the hosp and released the same day. The customer stated that his doctor has changed the settings, the basal rate, and insulin supply. The customer¿s recent glucose reading was 198mg/dl after eating lunch and changing the insulin. Assisted the customer to perform the high pressure test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.